Manufacturer narrative:
The insulin pump was unable to prime during prime alarm test due to moisture damage noted in faulty force sensor system. The pump passed basic occlusion and displacement test. No motor error alarms noted. The pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case near reservoir window and cracked case near display window corners noted during visual inspection. The pump was monitored. All operating currents tested within spec range. No blank display noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of blank display and motor error alarm. The customer's blood glucose reading was 185 mg/dl. The customer stated that the pump was no longer working. The customer stated that the pump turned off and read motor error. The customer stated that the pump did not turn on with new battery. The insulin pump was returned for analysis.